Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced for an unknown reason. Despite good faith efforts, boston scientific has been unable to obtain additional information regarding the event, patient outcome, or device return status.

Manufacturer narrative:
Correction to field b5. Updated field h6 impact codes, evaluation method codes, and evaluation conclusion codes.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced for an unknown reason. Despite good faith efforts, boston scientific has been unable to obtain additional information regarding the event, patient outcome, or device return status. Additional information was received indicating the ipg was replaced due to normal end of primary cell battery life, as elective replacement indicator mode was reached. There was no malfunction alleged against the device. The patient was doing well post-operatively. The explanted device was disposed of by the hospital and was not returned to bsc. The physicians telephone number and model and serial number of the device was provided.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced for an unknown reason. Despite good faith efforts, boston scientific has been unable to obtain additional information regarding the event, patient outcome, or device return status. Additional information was received indicating the ipg was replaced due to normal end of primary cell battery life, as elective replacement indicator mode was reached. There was no malfunction alleged against the device. The patient was doing well post-operatively. The explanted device was disposed of by the hospital and was not returned to bsc. The physicians telephone number and model and serial number of the device was provided.